Manufacturer narrative:
Device problem code a0402 captures the reportable event of balloon burst. The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(4) 2022. During the procedure, it was noticed that the balloon broke. The procedure is completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed and a visual examination found that the catheter was bent and the balloon had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 15mm from the tip. With all the available information, boston scientific concludes the reported event was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure, could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon broke. The procedure is completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.